Manufacturer narrative:
The customer also indicated the issue has been persistent for a few weeks and informed the service center it may be the pins in the red or white cable may be defective and requested a list of rgb cable for the device. Later the customer stated he would provide image once available and gather additional information. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center has no image. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the field service engineer (fse) evaluation at the customer¿s site. The fse was onsite and verified operating room (or) # 7 main nds monitor with two broken fiber optic connectors. The fse found the room is likely wired to an video network integration system that was not installed or supported by olympus. The slave olympus monitor using sdi and composite only cabling in good condition. The biomed was informed that olympus does not repairs fiber-optics components in the field for 3rd party. The fse also met with the director surgical services who was informed on findings and recommendations. The biomed stated he will follow up as olympus is not able to provide parts. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the faulty rgb cable could not be identified. Olympus will continue to monitor field performance for this device.